Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received two shocks for monomorphic ventricular tachycardia (vt). The first shock converted the rhythm, but the patient went back into vt. The vt rate slowed to around 180 bpm, then the rhythm eventually broke on its own. Therapy zones were set to 200/220 bpm. Boston scientific technical services (ts) discussed lowering the therapy zones if the patient is symptomatic. Additional information was received that the device has since been explanted due to inappropriate shocks given for monomorphic vt, therefore a transvenous implantable cardioverter defibrillator (ICD) system was implanted. Other than the early surgical intervention, no additional adverse patient effects were reported.